Event description:
Caller reported a cgm error, specifically error 42, associated with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the caller experienced a time settings issue but managed to start their sensor session successfully, and the cgm error did not reappear.